Event description:
It was reported that the customer experienced elevated blood glucose levels (511 mg/dl). Reportedly, the customer ate cereal for breakfast and did not deliver a bolus. Troubleshooting was performed and pump passed delivery system check. Customer delivered a bolus to stabilize his blood glucose level. Basal setting has recently been adjusted from 1.8 units an hour to 1 unit an hour.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.